Event description:
Patient reported that the device will no longer beep when programming a bolus. Additionally, they reported that it often takes up to 5 minutes, after programming a bolus, for the device to begin the insulin delivery. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.